Event description:
During a percutaneous transluminal angioplasty to the right iliac artery the stent came off balloon and dislodged in a non-target vessel. The stent could not cross the lesion and while stent delivery system (sds) was being withdrawn the stent came off ballloon. Product was inspected and prepped without any anomalies. The target vessel was the right iliac artery and direct approach was made with a kissing balloon technique. This was a very tight and calcified lesion. Lesion was predilated with an (8x10) mm balloon (atms and MFR unk). After pre-dilatation the stent was introduced and advanced towards the lesion however was not able to cross and stent delivery system (sds) was withdrawn. Subsequently the stent came off balloon and dislodged vessel. The sds was removed leaving the stent in the pt. An (6x2) mm ballloon (MFR. Unk.) Was introduced to rescue the stent however the attempt was unsuccessful. The stent was inflated and left secure in the right external iliac artery (non target lesion). Another geneses stent was deplpoyed in the target lesion to end procedure successfully. Pt was reported stable. As per our slaes rep there are no additional pt, vessel, lesion, or procedural info available. This product will not be returned for evaluation and testing.